Event description:
It was reported that the patient's "device turned on its end" and started "nubbing" through the skin. The device flipped and that caused the device to start to work out of the skin. The patient's device was replaced. Further information is being requested from the hcp.